Event description:
Determined to be reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous coronary intervention procedure inflation difficulties occurred. The 100% stenosed lesion was located in a non calcified and moderately tortuous distal right coronary artery. On the first inflation the 2.5x15mm apex monorail balloon was unable to be inflated. The procedure was completed with another of the same device. The pt status is listed as good with no complications reported. Returned device analysis revealed a pinhole leak.

Manufacturer narrative:
Returned product analysis revealed a pinhole leak. An examination of the device found no kinks or blockages along the inflation lumen. The device was attached to an encore inflation unit and during attempts to inflate the balloon, a pinhole leak was identified in the balloon material. The pinhole leak was identified over the proximal edge of the proximal markerband. A detailed microscopic examination of the balloon material and markerband identified no issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).